Manufacturer narrative:
Initial MDR previously submitted under asr reporting. Device evaluation: the customer reported the ventilator's proportional solenoid (psol) printed circuit board (pcb) was replaced to address the issue and returned for further analysis. The reported condition was not confirmed in the field. The proportional solenoid pcb was returned for further product analysis. The reported condition was confirmed. When installed into a test ventilator, the ventilator's display was blank upon startup. Investigation isolated the fault to a faulty electronic component on the psol pcb, which was replaced. The ventilator then functioned normally. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pb760 ventilator's display did not operate upon startup except for the alarm indicator light. There was no patient involvement at the time of the reported event.